Event description:
Customer alleges that the system was being prepared for an acquisition procedure. A patient was on a hosp gurney. The technologist left the patient on the gurney close to the camera gantry. While the patient was left near the gantry, the technologist initiated a shutdown of the camera. During the expected reboot of the system, the detector made contact with the patient's foot, causing a fracture injury. The service engineer visited the site and there was no equipment malfunction or error that contributed to the event.